Event description:
Allegedly, patient was revised due to aseptic loosening femur , aseptic loosening tibia , lysis femur and lysis tibia. Revision njr number: (B)(4). Side:l. Primary asa: p2 - mild disease not incapacitating.